Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, while attempting to deploy, the clip did not detach. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.